Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during a patient event. This occurred when monitoring the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during a patient event. This occurred when monitoring the patient. This issue is patient related; however the customer advised that there was no adverse patient outcome due to the device use. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, no further information was provided.

Manufacturer narrative:
Of the initial medwatch report indicates: event date ¿ 08/20/2018 of the initial medwatch report should indicate: event date ¿ 08/21/2018 additional information: physio-control further evaluated the customer's device and verified the reported issue. In addition, physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate warm boots. Physio replaced the power pcb assembly and the battery wire harness assembly, then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed power pcb assembly and battery wire harness assembly and determined that the cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.